Event description:
It was reported that the ilet screen became cracked and not visible after being struck by a car door, and a replacement ilet was issued with instructions for shutdown, return, startup, and data syncing to the mobile app to maintain cloud data visibility for the healthcare provider. Symptoms included no change in blood glucose and no alerts or alarms. Outcomes included continued use of cgm through the dexcom app or receiver, replacement device shipment, and coordination for return shipping, including a request for a replacement return label. Investigation included review of the event history and device use, assessment of shipping and return logistics, and verification of addresses and data syncing guidance. Investigation of this case revealed a device damage issue attributed to external physical impact to the screen, with no evidence of device malfunction and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to user handling or external force.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.